Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one patient. Summary of reported results: dates: (B)(6) 2013, inratio: 1.something, hospital: n/a; (B)(6) 2013, 2.4, 6.3. Time between testing was four (4) hours. Patient had recently had surgery; the reason was not provided. It is unknown what medications were given for the surgery or afterwards. Patient was hospitalized due to complications post-surgery. It was at the hospital when the inr was taken at 6.3.